Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2024. The leakage was at coupling housing and the infusion set site. The infusion set was in use for about two days for first event and about 6.5 hours for second event. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-35720. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). The batch 6005954 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6005954 were previously tested in (B)(4) on (B)(6) 2025. Test results: visual test according to work instruction (wi) version 1.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1.0 on reference samples, 5 samples out 5 samples passed the test. Functional leak test 2 according to wi version 1.0 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation. Device history record (DHR) review: the lot 6005954 was manufactured according to the wi version 111 in the line 9, on 09/mar/2024, with a total of (B)(4) units. Gluing of tubing the lot 4b05542 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc09, on 09/mar/2024, with a total of (B)(4) units. The lot 4b03648 was manufactured according to the wi version 61 in the gluing of tubing in the machine sc09, on 07/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 26/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6005954 and no other complaint has been registered in database for the same lot 6005954 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm reportable, no non-conformance (nc) raised during production related to the malfunction reported in this complaint, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.